Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the jaws of the t-handle show nicks and scratches. The device shows significant signs of wear/usage. The device was manufactured in 2013. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for the device.

Event description:
It was reported that tip broke during surgery